Manufacturer narrative:
Visual inspection of the driver revealed the secondary motor's cam follower was out of bottom dead center (bdc) position and a cracked front housing boss. The driver's alarm history was reviewed and revealed a 2d fault code. Since signs of secondary motor engagement were observed during the incoming visual inspection, it is likely that this is the customer-reported alarm as the 2d fault code is produced because of the engagement of the secondary motor. The driver passed all sections of incoming functional testing. Additionally, since the secondary motor of the driver was observed to be out of bdc position, a functional test was performed on the secondary system. The driver functioned as expected while operating on the secondary motor system and sounded a fault alarm as designed. During investigation testing, the customer-reported alarm was able to be reproduced by the operation of the secondary motor. The root cause of the secondary motor engaging (which caused the customer-reported alarm) could not be determined, but the secondary motor cam follower may have been initially moved out of bdc position by a drop or near drop (jolt). The driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.